Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 26-may-2024, it was reported that the one infusion set sensor was leak at site. No further information available.